Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and no capture. The patient reported having a fall around this time but does not have any symptoms and feels fine. An electrocardiogram showed undersensing. Boston scientific technical services (ts) advised an x-ray and suggested the lead may be damaged when the patient fell. There were no adverse patient effects reported. Additional information was received that an x-ray was performed but were unable to visualize a lead issue. The device was reprogrammed and no lead revision is scheduled at this time.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information received that this lead has now been surgically abandoned and a new rv lead implanted. There were no additional adverse patient effects reported.